Event description:
This unsolicited device case was received from (B)(6) 2014 from an orthopedist. This case concerns a (B)(6) year old female patient who experienced arthritis after receiving treatment with synvisc injections. No relevant medical history, past drugs (no history of treatment with other hyaluronic acid), concomitant medications and concurrent conditions were reported. On (B)(6) 2014, the patient received the first dose of intra-articular synvisc injection, at a dose of 2 ml, once weekly (batch/lot number and expiration date not provided) for gonarthrosis (kellgren and lawrence grade 4). On (B)(6) 2014, the patient received the second dose of synvisc injection. It was reported that the injection might have leaked out of articulation. On (B)(6) 2014, arthrocentesis was performed and 10 ml of fluid was aspirated from unspecified location following which the third dose of synvisc injection was postponed. On (B)(6) 2014, the third dose of synvisc was administered. Later that day, the patient complained of severe pain and was transported to an emergency room by ambulance. The patient was diagnosed with arthritis. Action taken: stopped temporarily. Corrective treatment: not reported. Outcome: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided. No CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Arthritis (arthritis). Reporting orthopedist's seriousness assessment: serious (persistent or significant disability/incapacity). Reporting orthopedist's causality assessment: highly probable. Additional information was received on (B)(6) 2014. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company commend dated (B)(6) 2014: this case concerns a patient who developed arthritis after treatment with synvisc. Although the role of device cannot be excluded for the occurrence of event; however, lack of information regarding medical history, any concurrent medical illnesses, and concomitant medication precludes a comprehensive assessment of the case.